Event description:
It was reported that the user started the unit as usual when the surgical case started. The power went out of the unit mid installation and the user could not get the unit to start back up again. The product could not be used during the surgery. There was no pt injury. There was a surgical delay of several hours due to the unit "being down" and the surgeon had to proceed with the surgery manually. Add'l clinical info has been requested.

Manufacturer narrative:
The device involved in the reported incident is not expected to be returned for eval. However, an integra svc field tech will be conducting the eval on site at the user facility. An investigation has been initiated based upon the reported info.